Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.